Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch 19f07h21, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Although there is no information regarding the event/issue occurred, the blood found during analysis signals to device being used inside a patient. Product analysis showed the device had blood traces, the ads was slightly flexed, distal filter was un-sheathed and showed no damages, and the proximal filter was returned sheathed. Proximal sheath came back with a kink in the transition tube. Microscopic inspection found pinching and slight twist marks at the distal end of the proximal sheath, there were also wear signs as well as a hole in the proximal end of the sheath; and inner member buckling was found under the rear handles. When flushing was attempted through front handle flush port, fluid would come out from a hole in the proximal sheath. Functional test confirmed a test guidewire could be advanced approx. 1345 mm into the device (not fully), the distal filter sheathed/un-sheathed using the distal filter slider, however more force than usual was required to do so. And the proximal filter would not sheath/un-sheath. Kink in transition tube was corrected (rounded) and slider #1 was moved however, the proximal sheath "gave" separating at the exact location of the wear marks and hole found during microscopic inspection. Device was submitted for x-ray inspection in which the proximal filter frame and shoulders were visibly damaged inside the sheath; location matched the twisting/pinching found. Additionally, part of the proximal sheath was cut in order to release the proximal filter. Both the filter and its frame were damaged, frame was bent/kinked (as seen during x-ray) and the filter was torn. Skeleton was also found separated from the core wire, apparently from tension caused while attempting proximal filter deployment.

Event description:
Reportable based on returned device analysis completed 06 march 2020 which revealed a torn filter.